Event description:
A report that the pt's precision system was explanted was received. The pt was explanted due a mrsa infection near the implant site.

Manufacturer narrative:
The devices involved in the complaint will not be returned to bsn.